Event description:
It was reported during the implant attempt that there was positioning difficulty. An alternate lead was implanted. There were no reported patient complications that resulted from this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.